Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Black loading\unloading button broke off from plunger and plunger was deformed. Black loading\unloading button was inspected, and signs of deformation and damage were observed. A broken needle was returned lodged in right jaw of device, broken needle piece was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported condition may occur when broken needle is broken at the loading slot and becomes lodged in the jaws of the device preventing the device from being loaded or toggled. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not complete burn cycle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.